Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733384r, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that there was no response on the software launch step. The system file was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would not boot up. There was no patient involvement. Additional information received from a manufacturer representative reported that the system showed "failed to open file in target root".